Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the affiliate that the atb35 instrument malfunctioned (no details available). There was no consequence to the pt.